Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 21 g x 0.75 in. Bd vacutaine® safety-lok¿ blood collection set had blood leakage. Blood did not enter the tube because of leakage at the connection of the tubing with the butterfly. No serious injury or medical intervention reported.